Event description:
The customer reported his freestyle flash meter was not working and as a result of being unable to test, the customer experienced hyperglycemic episode and was transported to a local hospital via paramedics. At the hospital they received a reading of 732 mg/dl on the hospital's meter, diagnosed him with hyperglycemia and treated intravenously with saline solution, potassium, insulin and anti-emetic medication. There was no report of death or mistreatment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.